Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl to 600mg/dl and a no delivery alarm. Troubleshooting found that the drive support cap was normal but the customer declined to check the pump settings or for possible site issues. Customer only wants a replacement pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The customer indicated that they have already followed up with their doctor regarding the high blood glucose.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery alarm during testing noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. The insulin pump was programmed with correct time and date and was monitored for several days. Several boluses were programmed and delivered properly all programmed bolus and were properly recorded at the bolus and daily totals history screens. The insulin pump was downloaded to carelink; carelink report shows all bolus programmed and delivered. No bolus or bolus history anomalies were noted. Bolus were delivery and be able to verify bolus history file. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.